Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was epilepsy, unspecified, including other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed by a panel of expert medical professionals and it was determined on (B)(6) 2015 that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.